Event description:
It was reported per expedited quality review report: symptom - balloon pressure waveform high baseline at pump on. Actions: the pneumatic control switch (pcs) has been replaced as the transducer failed. An update received on (B)(6) 2014 reported the issue was resolved by switching out the pump successfully. Patient outcome is unk. Iabp therapy was given and finished as planned. There was no report of patient death, complications, or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted.

Manufacturer narrative:
(B)(4). The device / parts will not be returned for evaluation.